Event description:
Prior to a renal cryoablation procedure, the needles and system were tested with no issues reported. During the first freeze, one of the needles did not perform I-thaw capabilities. At the time, the patient's heart rate went up to 150 and the doctor decided to stop the treatment. The doctor was satisfied with the ablation zone for the first freezing. Patient's heart rate went down to normal. Needle will be returned to galil for investigation.

Manufacturer narrative:
The needle was returned to galil medical for investigation. Manufacturing records were reviewed and no deviations were noted. Electrical testing was conducted on the needle, as well as simulated use testing. The needle passed all testing and no failure was found. Galil medical believes the patient's elevated heart rate was independent of any alleged needle malfunction. Galil medical will continue to monitor complaints for similar issues.

Event description:
Prior to a renal cryoablation procedure, the needles and system were tested with no issues reported. During the first freeze, one of the needles did not perform I-thaw capabilities. At the time the patient's heart rate went up to 150 and the doctor decided to stop the treatment. The doctor was satisfied with the ablation zone for the first freezing. Patient's heart rate went down to normal. Needle will be returned to galil for investigation.